Event description:
On (B)(6) 2011 customer reported that the immage 800 sample wash well/cup was flooding. Customer stated that the cup does not drain, and it overflows. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and removed a clogged filter. Repairs were verified per established procedures. No further issues were reported.

Manufacturer narrative:
(B)(4).